Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The device with the lens was returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger has been retracted into the loading area. The lens is located at mid-nozzle. The optic is pressed to the ceiling and rotated sideways. The trailing haptic was advanced under the optic. The leading haptic is located along the left side of the device and the distal haptic tip is oriented toward the loading area. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens was mispositioned sideways in the device. The trailing haptic was misfolded under the optic. The plunger was retracted into the loading area. The position of the trailing haptic suggests a plunger underride may have occurred during the delivery attempt, resulting in the rotated lens position. The root cause could not be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a preloaded intraocular lens (iol) delivery system malfunctioned during implant. There was reported patient contact but no harm. The procedure was completed using a back up device. Additional information was requested.